Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited fault code 1003 during pre implant interrogation and the device was not implanted. The device was not returned so no analysis was performed to clear the device from the fault. No adverse patient effects were reported.